Event description:
Pt had IV when nurse went to remove catheter, she met resistance. Once catheter was removed, it was noted that part of the catheter was missing. The patient was then sent for further testing to see if anything remained. I know she had an xray and ultrasound. I believe a CT scan may have been performed as well but I have been unable to get specifics on what tests were performed.